Manufacturer narrative:
(B)(4). The cause of the reported condition was a blockage in the first pump compatible segment of tubing; however, the cause of the blockage could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified that the priming stopped above the first pump segment tubing. Functional flow testing was performed by spiking the set into an in-house 1000ml solution bag containing distilled water and attempting to re-prime the device. This revealed that the sample would not prime past the top pump segment bushing. The pump segment bushing was cut away from the tubing and probed. This identified a blockage in the segment tubing. The initial evaluation confirmed the reported condition. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that an interlink paclitaxel set would not drip or prime. This occurred during an attempt to prime the device with saline. There was no patient involvement. No additional information is available.